Event description:
It was reported that customer experienced cgm error and was unable to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, cgm error did not recur, and customer successfully started sensor session.